Manufacturer narrative:
Date sent to FDA: 7/30/2018 additional information: patient code: -surgical intervention additional narrative: it was reported that following procedure the patient experienced abdominal pain, nausea and vomiting. It was reported that patient underwent ventral hernia repair on (B)(6) 2015 due to recurrent epigastric ventral hernia. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.